Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16443. It was reported patient's stimulation decreases by itself. It was determined that the patient's system is autoreducing. Later, diagnostics discovered multiple contacts with high impedance. As a result, surgical intervention may be taken.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
A patient's stimulation decreases by itself was reported to abbott. It was determined that the patient's system is autoreducing and had multiple contacts with high impedance. As a result, the patient's lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.